Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, opening, white particles inside the device and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify two opening striated in the anterior/posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated opening in the anterior side assessed as surgical damage and two striated opening in the posterior side assessed as surgical damage.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Event description:
Health care professional reported left side deflation. The device has been explanted.